Event description:
See h.11.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va0nmzp, implanted: (B)(6) 2015, product type: lead, product ID: 3708695, serial# (B)(6), implanted: (B)(6) 2015, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 22-jul-2017, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(6), ubd: 01-dec-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that elevated impedance levels were observed at unused contact 8 during routine battery replacement, which was attributed to normal battery depletion at the time. Impedance checks were performed at the highest power, and while the elevated levels decreased somewhat after the generator was replaced, they did not fully resolve. No known environmental or external factors contributing to the issue were identified. The problem remains unresolved, and no further information is available from the healthcare professional.